Event description:
Approximately 2 months post procedure, a 30 day follow up tte and tee revealed increased gradient across the valve and thrombus on a couple of leaflets, which was confirmed by CT. The patient is being treated medically with coumadin. The patient is to have a follow up tee in 3 months. As reported, the valve replacement procedure was fine with no complications. The physicians were comfortable with the sizing of the valve. Review of medical records (fu visit summary, echo reports, CT) the patient was much improved and a lot more active during the 30 day follow up visit. The bioprosthetic aortic valve appeared stenotic, planimetered valve area was 0.9cm2, mobility of the right and non-coronary cusp was reduced, there was haziness but no apparent mass/thrombus within the prosthesis. There was trace transvalvular regurgitation. Approximately 2 weeks after the patient¿s 30 day follow up CT imaging discovered thrombus on the sapien xt aortic valve. The patient was admitted for IV hydration and premedication prior to the cta imaging to investigate source of stenosis; initiated on coumadin at that time.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, the cause for the reported valve thrombosis cannot be confirmed; however, it may be related to the mechanisms described above. A complaint history for this type of event is reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventive actions are required.